Manufacturer narrative:
Evaluation: results and conclusions: angulated aortic neck. Balloon. (Required secondary intervention).

Event description:
An aneurx graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The aortic neck had an angulation of 50 degrees and the aneurysm morphology was not reported. It was reported that after the stent graft was implanted, the physician elected to model the stent graft with a reliant balloon. As the balloon was being inflated (see MFR # 2953200-2009-00131) the stent graft shifted distally 2 cm, which necessitated the addition of two aneurx aortic cuffs. The delivery system was discarded. No additional clinical sequelae were reported and the pt is fine.